Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an arterial lysis interventional procedure of the right leg. Reportedly, the clip did not deploy. It was not reported if the sheath split completely. Manual arterial compression was applied to achieve hemostasis. Reportedly, the patient developed a large hematoma. No treatment was performed for the hematoma. There was no adverse patient sequel. The was reportedly a clinically significant delay in the procedure or therapy due to the large hematoma. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.